Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged, adjust belt messages) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was physical damage to the trunk cable connector. The broken connector resulted in an open driven ground wire, main battery wire, and rear therapy electrode pulse wires. The root cause for the damage was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt connector was damaged and that the patient was receiving frequent adjust belt messages.